Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. Maximum ventricular pace impedance rises from an approximate baseline of 425 ohms the week ending (B)(6) 2013 to 1406 ohms the week ending (B)(6) 2013.

Event description:
It was reported that there were high thresholds in the atrial pacing lead. It was further reported that there was a spike in and high pacing impedance and possible lead fracture in the right ventricular lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.